Event description:
Patient was scheduled for hysteroscopy, d&c and novasure ablation. Novasure unit was attempted 10 x and would not complete. Another device used to complete procedure. Product rep. Stated that alterations to disposable piece necessary to complete. He stated other complaints had occurred. No alert letter was sent to facility. That procedure had not been necessary in the past. We have been using this device for several years without difficulty. We had attempted 2 separate disposable tips and neither would work. When rep. Stated changes were necessary to get product to work, I felt device needed to be reported. I cannot say for sure that this patient's post-op bleeding and subsequent hospitalization was due to the device failure, but felt it necessary to include that in this report.